Manufacturer narrative:
Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 84 mg/dl. The customer performed troubleshooting for the no delivery alarm, when the pump alarmed motor error. The pump was not damaged, dropped or exposed to a high magnetic field. The customer did mention having a doppler test performed on him. The customer states they are able to complete the rewind. The device will be returned for analysis.